Manufacturer narrative:
(B)(4). Concomitant medical products: 51-104180, tprlc 133 t1 pps ho 18x156mm, 3096152; 16-116058, rnglc+ ltd hole shell sz58, 109120; ep-107825, e-poly 40mm maxrom lnr sz25, 352180. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00815. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient's left hip was revised approx 3 years post implantation due to pain, altr and pseudotumor. During the procedure large pseudotumor was removed, negative tests for infection, debridement of necrotic tissue and noted corrosion on ball and taper of the trunnion. Liner, taper adapter and head were revised.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: screw catalog#: 103534 lot#: 284270. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.